Event description:
This complaint was submitted with ltd info as it happened some time ago: it was reported that in the ICU, the pt involved is anesthetized and connected to a ventilator rendering them unable to move. The catheter placed in this pt was found slipped from its original placement approx 0.5 to 1cm. The catheter slipped from the box clamp despite the fact it was sutured to the skin. At time of reporting, it is unk if there were complications as a result of this occurrence, however, there was no death reported.

Manufacturer narrative:
(B)(4). The device was discarded.